Manufacturer narrative:
Concomitant product: product ID 7428, serial # (B)(4), implanted: (B)(6) 2006, product type implantable neurostimulator. The main component of the system, other applicable components are: product ID 3550-09, lot # unknown, product type accessory. The implantable neurostimulator (ins) reached normal end of life; telemetry and out put were okay. Two known good deep brain stimulation (dbs) leads were attached to a known good bifurcated extension which was connected to the returned ins. The ins and the lead distal ends were placed in a 0.9% saline solution. Using an 8840 programmer, impedances were measured. Normal impedances were measured on all circuits and electrode pair combinations.

Event description:
Information was received from a health care provider (hcp) via a manufacturer representative (rep) regarding a patient who was implanted with a neurostimulator for parkinson's dual. It was reported that during the pre-operative time for a implantable neurostimulator (ins) replacement procedure, high impedances greater than 40,000 ohms were measured on all circuits. Following the ins replacement, the impedances were resolved. It is unknown when the impedance issues began occurring. There was no known impact or consequence to the patient.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.